Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler rx device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous mid left anterior descending artery that is 99% stenosed. The 2.5x15mm nc traveler balloon dilatation catheter (bdc) failed to cross due to anatomy. During removal the bdc felt resistance with anatomy. The procedure was completed with a non-abbott device. There was no adverse patient effects and no clinically significant delay. No additional information was provided.